Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the pediatric patient experienced a skin reaction with infection under entire patch area. The patient was taken to the emergency due to infection. This was the second time she was brought to the emergency room. The patient experienced bleeding due to infection, a big bump on her arm on the insertion site. They prescribed an ointment and oral medication - sulfamethoxazole 2x a day (7 days) 12.5 ml. At the time of the report the patient was in good condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.